Manufacturer narrative:
This supplemental report was filled to correct field h6: "device codes". At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. As the lead was not returned, product analysis could not be performed, but according with the report from the field, the allegation of fracture was attributed to design as the most probable cause. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported loss of capture was likely the result of the fracture reported.

Event description:
It was reported that this right ventricular (rv) lead was left capped due to unknown product performance issues. Additional information from the field representative revealed that the lead was exhibiting loss of capture (loc). A possible fracture in the clavicular/first rib area was seen through x-ray prior to the procedure. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return as it was left capped.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4). As the lead was not returned, product analysis could not be performed, but according with the report from the field, the allegation of fracture was attributed to design as the most probable cause. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported loss of capture was likely the result of the fracture reported.

Event description:
It was reported that this right ventricular (rv) lead was left capped due to unknown product performance issues. Additional information from the field representative revealed that the lead was exhibiting loss of capture (loc). A possible fracture in the clavicular/first rib area was seen through x-ray prior to the procedure. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return as it was left capped.